Manufacturer narrative:
The reported event of high impedances was confirmed. As received, visual inspection showed the returned lead had all internal wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's lead was showing all high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.